Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. The patients condition is good after the event.